Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right ventricular (rv) lead was difficult to reposition and exhibited high thresholds. The sheath was able to fully advance over the helix but multiple attempts to unscrew the lead from the first position were unsuccessful. The lead was ultimately placed and remains in use. No patient complications have been reported as a result of this event.